Event description:
Philips received a complaint by the customer on the v60 indicating that there was a loss of alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a loss of alternating current (ac) power. The biomedical engineer (bme) confirmed that there was nothing wrong with the power cord and found that the battery was charged. The device ran on the battery after the power cord was disconnected. The bme was informed by the respiratory staff that the wall power outlet was bad. The outlet had no power, so the device was moved to a working power outlet. Resolution and disposition.

Manufacturer narrative:
Based on the information provided, there was ultimately no malfunction with the device as the issue was not caused by the device but by the bad wall outlet at the hospital. According to the respiratory staff, a ticket was put in with facilities engineering for the bad outlet; the device ran and operated as intended. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.